Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after installing the anchor, the lead moves inside the anchor. The anchor installed on the other lead had no issues.  Used the anchor from the revision kit. The issue was resolved. Additional information was received. A clarification was provided that it was the anchor that did not retain the lead. Facility staff accidentally placed it into the infectious waste disposal box, and because needles and other sharps were inside, it was difficult to retrieve.

Manufacturer narrative:
Continuation of d10: product ID: 97791, product type: accessory. Product ID: 977a260, serial# (B)(6) implanted:(B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97791, product ID: 977a260, serial/lot #: (B)(6), ubd: 06-mar-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.